Event description:
Rep reported that the bag separated and leaked while being used on the patient. There was no adverse effect to the patient and replacement was not necessary.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.